Manufacturer narrative:
The reported complaint of blank screen on the autopulse platform (B)(4) was not confirmed. There was no issue with the lcd display during the run_in test and/or after multiple attempted powered on and off of the device. The autopulse platform passed all the functional tests and within the manufacturer's specifications. During visual inspection, a tear load plate cover was observed and also, the encoder drive shaft did not rotate smoothly, exhibits binding and resistance on the ap platform. To remedy these issues, the encoder drive shaft was deburred and the load plate cover was replaced. These types of issues identified were unrelated to reported complaint and were likely due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2012. The device has been operating for nearly 6 years and has reach its expected serviceable life of 5 years. No significant discrepancies found in the archive file. Initial functional testing on the ap platform passed without any fault error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse (B)(4).

Event description:
As reported, during shift check, the display of the user's autopulse platform (B)(4) was blank. The display backlight still functions but unreadable. No patient involvement.